Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. No anomalies were noted when the returned dilator was inserted into the sheath. No anomalies were noted when a brk needle/stylet assembly was inserted into the sheath/dilator assembly. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported insertion difficulty remains unknown. The cause of the torn seals and subsequent leak is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the ablation procedure, an air leak was noted. Resistance was noted when inserting the dilator and non abbott needle assembly into the sheath. Transseptal was performed and air was aspirated into the syringe that connects to the extension port of the sheath. Several aspirations were attempted, but the air remained. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No additional puncture was required for replacing the sheath.